Manufacturer narrative:
Additional manufacturer narrative: this device is not available for return and evaluation because it remains implanted in the patient. However, the device history record (DHR) review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. Peri-procedural arrhythmias, heart block, and other conduction disturbances are common in patients with underlying cardiovascular disease and/or conduction abnormalities. They can be exacerbated with standard perioperative medications, anesthesia, and/or instrumentation of the heart. Temporary pacemakers are inserted in all patients undergoing aortic valve replacement (avr). It is not uncommon for patients to have short term/reversible periods of heart block or arrhythmias following the procedure while their heart recovers from cardiopulmonary bypass. In many cases, the temporary pm is left in the patient for a short time following the procedure and then subsequently removed prior to discharge. Following surgical aortic valve replacement (avr), new-onset bundle branch block has been reported in 16% to 32% of patients and the need for permanent pacemakers in 3% to 8% of patients. The reason for post-operative av block after surgical avr is related to injury to the cardiac conduction system during surgical excision of the adjacent diseased valve and annular tissue. The close anatomical relationship between the aortic valvular complex and the branching atrioventricular bundle explains the possible development of conduction abnormalities following prosthetic aortic valve procedures. In this case, the patient required a permanent pacemaker approximately five days post-avr. If new information becomes available, a supplemental report will be submitted. No further corrective or preventative actions are required with the available information. Edwards will continue to review and monitor all events through the use of edwards quality systems. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, edwards received information through its implant patient registry that the patient expired two months after implantation of a 21mm aortic pericardial valve and a 25mm non-edwards pericardial mitral valve. Per the operative report, the patient tolerated the procedure well without complications and was transferred to the ICU in stable condition. The patient had implantation of a dual chamber boston scientific dddr pacemaker five days after the aortic valve was implanted due to complete heart block with intermittent tachybrady syndrome. The patient tolerated the procedure well without complications and was transferred to the ICU in stable condition. The patient expired two months later and the cause of death was not reported and remains unknown.